Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. The customer's blood glucose level was 213 mg/dl. The customer was treated with bolus. The customer was changing his infusion set and reservoir. The customer reports that he wants to be trained on the 530g. The customer was assisted in locating his trainer and gave him her name and number.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.